Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ("I had my essure, tubes, cervix and uterus laparoscopically removed") in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. In (B)(6) 2015, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (tubes, cervix and uterus laparoscopically removed). Essure was removed. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Concerning the injuries reported in this case, the following one was reported via social media: medical device removal. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ("I had my essure, tubes, cervix and uterus laparoscopically removed") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. In (B)(6) 2015, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced procedural pain ("I still have a lot of pain"), flatulence ("gas"), allergy to metals ("nickel allergy") and constipation ("I have I did the first time 2 days ago I havent been going much"). The patient was treated with macrogol (miralax) and surgery (tubes, cervix and uterus laparoscopically removed). Essure was removed. At the time of the report, the medical device removal, procedural pain, flatulence, allergy to metals and constipation outcome was unknown. The reporter considered allergy to metals, constipation, flatulence, medical device removal and procedural pain to be related to essure. Concerning the injuries reported in this case, the following one was reported via social media: medical device removal,constipation, allergy to metals, flatulence, procedural pain. Most recent follow-up information incorporated above includes: on 7-jun-2018: content from plaintiff fact sheet received. Event allergy to metal, procedural pain, gas, constipation were added. Treatment drug was added. Product, patient & reporter information updated. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('busted through my tubes') in a 25-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. In (B)(6) 2015, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced procedural pain ("I still have a lot of pain"), flatulence ("gas"), allergy to metals ("nickel allergy") and constipation ("I have I did the first time 2 days ago I havent been going much") and was found to have weight increased ("weight gain"). The patient was treated with macrogol 3350 (miralax) and surgery (tubes, cervix and uterus laparoscopically removed). Essure was removed. At the time of the report, the fallopian tube perforation, procedural pain, flatulence, allergy to metals, constipation and weight increased outcome was unknown. The reporter considered allergy to metals, constipation, fallopian tube perforation, flatulence, procedural pain and weight increased to be related to essure. Concerning the injuries reported in this case, the following one was reported via social media: medical device removal,constipation, allergy to metals, flatulence, procedural pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-may-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('busted through my tubes') in a 25-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. In (B)(6) 2015, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced procedural pain ("I still have a lot of pain"), flatulence ("gas"), allergy to metals ("nickel allergy") and constipation ("I have I did the first time 2 days ago I havent been going much") and was found to have weight increased ("weight gain"). The patient was treated with macrogol 3350 (miralax) and surgery (tubes, cervix and uterus laparoscopically removed). Essure was removed. At the time of the report, the fallopian tube perforation, procedural pain, flatulence, allergy to metals, constipation and weight increased outcome was unknown. The reporter considered allergy to metals, constipation, fallopian tube perforation, flatulence, procedural pain and weight increased to be related to essure. Concerning the injuries reported in this case, the following one was reported via social media: medical device removal,constipation, allergy to metals, flatulence, procedural pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: information received via social media. Event" fallopian tube perforation¿ (previously reported as medical device removal) and weight gain was added. Reporter was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.